Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient felt near syncope, dizziness, and chest pain. An interrogation observed the right ventricular (rv) lead with high threshold and increased impedance. The lead remains in use. No patient complications have been reported as a result of this event.